Event description:
Caller stated they are looking for an hcp placing (B)(6) pain pumps as he currently has a flowonix pain pump and is experiencing numerous issues (leaking pump). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).